Event description:
On (B)(6) 2015 the reporter contacted animas alleging a damaged battery compartment. The reporter confirmed that the pump battery cap was not damaged. The reporter confirmed that there was no known power loss related to the event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/17/2015 with the following findings:the pump battery compartment was observed to be cracked from the top of the compartment to the bumper and from the bumper to the case seal. The battery cap was returned with the pump and was confirmed to be able to attach to the pump.